Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was reading inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The patient could not specify when the alleged issue began. The patient was managing her diabetes glucophage and glyburide pills and reportedly increased her dose of medications in response to the alleged issue. At an unspecified date/time after the alleged issue, the patient claimed she developed symptoms of "shaking, thirst and frequent urination." She went to see her doctor at unknown date/time and was reportedly treated with oral medications. She denied being tested on another device. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time and the battery did need to be replaced, however the patient did not have a replacement battery available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.